Event description:
It was reported that during an attempted implant, the leads experienced a helix problem and could not be properly fixed. The physician elected to remove and replaced the two leads. No patient complications have been reported as a result of this event.